Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. P-cap or reservoir locks properly into place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a blank display. Customer reported that display did not return after battery change and insulin pump restart. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.